Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2026, this patient underwent an endovascular treatment for pararenal abdominal aortic aneurysm and bilateral iliac artery aneurysms using gore® excluder® thoracoabdominal branch endoprosthesis (tambe). Gore® excluder® iliac branch endoprosthesis (ibe) was also implanted in the bilateral iliac arteries. On (B)(6) 2026, a reintervention was performed for type ib endoleaks from the right internal iliac artery and the right external iliac artery, which had been found during a follow-up examination. Gore® viabahn® vbx balloon expandable endoprosthesis was implanted in the internal iliac artery and excluder iliac extender was implanted in the external iliac artery to extend the treatment area. The endoleaks disappeared. The patient tolerated the procedure.